Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va1fjd8 implanted: (B)(6) 2017 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported a MRI was being done to check the placement of the patient's gpi lead. This was noted as being a problem due to the device/therapy. No patient symptoms or further complications were reported as a result of this event.